Event description:
It was reported that the external pulse generator (epg) had lines on the lower liquid crystal display (lcd) and was returned for repair. There was no patient involvement or complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Lcd liquid crystal display) is out of electrical specification (segments missing). Upper case is broken and lower case is contaminated/broken. Ring cover and two side bail covers are broken. Battery release is contaminated. Lead flex cover is broken. Battery contacts are compressed. Ring and two side bails are missing. Keyboard pad has a cosmetic issue. Battery drawer is out of specification (latch worn).